Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon attempts to interrogate the device, the programmer exhibited a diagnostics anomaly. The patient was stable throughout the device interrogation.